Event description:
Customer reports, feeding tube was inserted. Attempts to remove the stylet were unsuccessful and the plastic tip of the stylet broke off, necessitating removal of the entire tube and placement of new tube.